Manufacturer narrative:
A medtronic representative visited the site to evaluate the equipment. No failures were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that there was there was an image artifact. There was a latent image of the detector. This was reported outside of a procedure. There was no patient involved. Additional information was received. It was reported that to troubleshoot, the local representative (fse) took a 2d x-ray with an empty field (nothing in the path of the x-ray beam) and saw an outline of a CT phantom the physicist used. The fse performed a rad gain calibration to correct the detector black and white levels. Additional information was received. It was reported that troubleshooting did not take place at the time of the event. However, the rad gain calibration removed the outline. The suspected cause of the issue was high dose exposures using physicist's phantom.